Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional two proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, when the first proglide device was backloaded over the guidewire, the wire port was noted to be upside down (possibly twisted); however, the suture was successfully pre-placed. During needle deployment, the plunger of the second and third proglide devices was unable to be depressed. The suture of a new proglide devices was successfully pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved with the first and new pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Returned unused, sterile representative samples were successfully tested and no malfunction was noted. It should be noted that the perclose proglide instructions for use states: do not use the perclose proglide smc device if the components appear to be damaged or defective. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.